Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusions set cannula crimped event on 01-march-2024 after 3 hours of insertion. Insertion site was abdomen and hips below waist. Infusion set has been used for 6 to 10 hours. Customer regularly rotate site location. Furthermore, customer confirmed that introducer needle was ahead of the cannula prior to insertion. The blood glucose level was 87 mg/dl- over 400 mg/dl. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.